Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a stent dislodgement occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous left common iliac artery (cia). Pre-dilatation was not performed. The 10.0x40x75cm express vascular ld was advanced into the patient, but was not able to cross the lesion. While withdrawing the device, the stent became dislodged in the 7fr non bsc introducer sheath. The sheath and the dislodged stent were removed together. Another 7fr introducer sheath was placed and pre-dilatation was performed. A 9.0mm express vascular ld stent was then able to be implanted in the target lesion. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)